Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4). On behalf of the importer arjohuntleigh, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Ref importer report (B)(4).